Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting a battery failed alarm occurred on the v60 ventilator during testing. The device was not in clinical use. There was no report of harm or other impact. The device did not meet specification for intended use. The pse confirmed the battery failure diagnostic code of 1124 in the device event log. The pse replaced the battery to resolve the issue. The device was verified as operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).